Manufacturer narrative:
The table was examined by a stryker field service technician. The table was visually examined and a performance test of all movement functions was conducted. The technician was unable to replicate the complaint. The hand pendant used during the procedure was returned for evaluation. Additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.

Event description:
It was reported that the table did not stop upon request from the hand pendant. There was no injury or adverse consequence reported.